Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A synergy¿ drug-eluting stent was advanced to treat the lesion. During the procedure, the shaft got bent. As the physician manipulated the device, he then did a negative prep in the body and blood get in. The device was completely removed from the patient's body. Upon inspection, the shaft broke into two. The procedure was completed with another of the same device. No patient complications were reported and the patient is fine.